Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a one and a half inch skin tear on right side and red spots on center of back. There was no alleged device malfunction contributing to the irritation. The patient's physician recommended to keep the areas clean and dry. Follow up indicated that the skin irritations improved.